Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the previous 3 months, the recipient's hearing performance decreased until he completely lost access to sound with the device. Re-implantation surgery is planned for (B)(6) 2017.

Manufacturer narrative:
(Exemption number e2015033). Device investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through detected micro-leaks. The problems described in the user's report seem to match this finding. The reported short circuit could not be detected during investigations as the electrode lead has been received severely damaged, likely because of explantation. This is a final report.

Event description:
In (B)(6)2017, the recipient's hearing performance decreased until the access to sound with the device was completely lost. The user complained of significant fluctuations in volume before losing access to sound. Re-implantation took place. As per trip report, the device was not damaged before the removal, but the ground electrode and electrode lead were cut at several points during the explantation.